Event description:
It was reported via the sales rep that the blade broke during use with a system 6 handpiece. It was further reported that the broken pieces were found on the floor of the operating room. There was no patient injury reported.

Manufacturer narrative:
Device not returned as yet for evaluation.